Event description:
The customer reported that the system was hanging (locking up). There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger board and filament driver cables were reseated, and a filament calibration was performed. The system was then found to be operating as intended.